Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with a pacemaker underwent a pocket revision due to the device was on a superficial position. The device remains in service. No additional adverse patient effects were reported. Additional information received indicated that this device was repositioned as it was too close to the skin. The previous position of the device was also painful for the patient. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with a pacemaker underwent a pocket revision due to the device was on a superficial position. The device remains in service. No additional adverse patient effects were reported.